Event description:
The customer reported that the color belt was missing and the device was making a strange noise.

Manufacturer narrative:
During pre-repair assessment performed by technician, corrosion damage to bearings was found due to normal wear, drive shaft worn, attachment shows minor vibrations, and colour ring at thimble detached. Parts were replaced and repaired, device returned to customer.